Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 35x3mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 0.014 guidewire was advanced to cross the lesion. Following predilation, a 2.50x38mm promus element ¿ long drug eluting stent was selected for use and advanced but failed to cross the lesion and the stent strut was lifted up. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts distorted, bunched and lifted from the stent profile. This type of damage is consistent with the stent encountering resistance during withdrawal attempts of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and shaft polymer extrusion profiles. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 35x3mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 0.014 guidewire was advanced to cross the lesion. Following predilation, a 2.50x38mm promus element ¿ long drug eluting stent was selected for use and advanced but failed to cross the lesion and the stent strut was lifted up. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.